Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced an infection and necrosis at the implant site (date not reported) and subsequently was treated with topical antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2022. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on july 20, 2022.